Event description:
Elderly female with history of coronary artery disease, diabetes and chronic kidney and admitted for dyspnea. While having a percutanious transluminal coronary angioplasty, the balloon of the medtronic nc euphora would not inflate. When removed, there was a hole present in the balloon. No known harm to patient. Another device was used.